Event description:
A battery was returned to the manufacturer and subsequently tested out specifications during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery (B)(4) was returned for evaluation. No device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge when connected to a battery charger, and the battery charger status light indicator flashed yellow. The battery was also unable to provide power to a test controller. Additionally, during functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic) that controls the battery. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main ic was able to reestablish the battery's functionality. (B)(4) is in scope of fa1265, which was in itiated for batteries with electrical faults. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the observed inability of the battery to charge or provide power has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.